Event description:
The customer alleges "that removing the mask from the elbow is difficult. When the mask can be removed it pulled the elbow out of the bag" no other details were provided and no patient injury/harm reported.